Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to possible loosening, poor implant position and persistent pain.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to possible loosening, poor implant position and persistent pain.

Manufacturer narrative:
Correction - h6 (device code, results code, conclusion code). The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is radiolucence, some small cavities and a little subsidence anteriorly visible in the CT scan for the tibial tray. Loosening and migration can thus be confirmed. The pe is not visible directly in the CT scan, but there is no indirect sign of loosening or breakage. The talar component also shows some radiolucence and some cysts and it seems also depressed laterally, therefore loosening and migration can be confirmed." Based on investigation, the root cause was attributed to a patient related issue. The failure was detected by the formation of small cavities and cysts around the tibia and talar component respectively, this resulted in migration and loosening of the implant. Also, a poor positioning of the implant is mentioned by the hcp and may have somehow contributed to the failure, but this could not be confirmed hence, a patient related factor has to be assumed as the underlying cause. If device is returned or any further information is provided, the investigation report will be reassessed.